Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that with an ultrafiltration pump not advancing as well as low temperature during patient treatment. It was confirmed the patient completed treatment on the machine with no harm or blood loss. A fresenius (B)(4) technician reportedly recalibrated the machine to resolve the issue and return it to service. Due diligence attempts were exhausted, but additional information was not provided.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a (B)(4) technician. The technician reportedly resolved the issue by calibrating the machine. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.